Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported that the insulin pump did not alert the customer to a no delivery alarm. The customer declined to troubleshoot and requested for a new insulin pump. No additional information was provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, shifted end cap sticker and cracked battery tube threads. (B)(4).